Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had inflammation around their device and a small circle of raised inflammation at the bottom of their spine. Additional information received from the patient on (B)(6) 2019 reported that their device was coming out on their skin. They were in the hospital and going to get a CT scan. There were no further complications reported or anticipated.